Event description:
It was reported that the patient¿s implantable neurostimulator (ins) only lasted for 2 years. The patient had the implant for bladder spasms. The patient had multiple surgeries and mentioned that the ins shifted and had to be repositioned. It was also stated that the location of the ins was uncomfortable.

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3093-28, lot# j0230869v, implanted: (B)(6) 2002, product type lead. (B)(4).